Event description:
Adverse event(s): "unexpected postoperative outcome" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implanted]); "the surgeon indicated the use of an unapproved viscoelastic" (use of device issue). A surgeon reported an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. The surgeon reported the pt is seeing better following the exchange procedure; however, he is reporting glare that interfered with his near vision. The iol was exchanged for the same model, different diopter iol. The surgeon indicated the use of an unapproved viscoelastic. There are two medical device reports associated with this event. This report is for the first iol implant.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split (possibly cut) through the center and was torn/split/cracked on three posts of the lens case. Lens bench testing could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. The surgeon indicated the use of an unapproved viscoelastic. Add'l info was requested on 03/11/2010, 03/12/2010, 03/16/2010, 03/17/2010, 03/18/2010, and 03/26/2010 by phone, fax, and mail. A completed questionnaire was rec'd on 03/31/2010. Medical records were rec'd on 03/26/2010. (B) (4). (B) (4). (B) (4).